Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the power on the cusa clarity console (c7000) was not working during a craniotomy procedure with tumor resection. The handpiece was dripping and they rebooted the device, but still the device was not ablating. There was a delay for around 20 to 30 minutes and there was unnecessary bleeding that occurred due to not being able to start getting the tumor out when the surgeon was ready; however, no injury was caused to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h4, h11. The cusa clarity console (c7000) was not returned for evaluation, and service was cancelled on this console. Device history record (DHR) review - lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis - from the information provided that the power was not working during the case, an integra technician facetimed with the customer and noticed the handpiece was also dripping. They changed the handpiece, checked the suction connection and cannister, restarted the device, cleared the tip and suctioned the fluid, then pressed the orange foot pedal. The amplitude was put all the way to 100 and the screen indicated the device was activating to the correct setting, but the surgeon said the device still was not ablating. It appears that there was a suction issue with the first handpiece which was rectified by clearing the tip and suctioning the fluid. It also indicates that a second handpiece was connected, and the console failed, which indicates that the root cause lay with the console. As a result, it was recommended that the customer follow the ¿operating the system¿ instruction from section 9 of the cusa clarity IFU. And if the issue persists, they are to contact integra to schedule a service. Root cause - due to the lack of information and evaluation, the root cause is undetermined. No relevant capas are pending/implemented, and no other actions have been identified relating to this issue. If the product is returned or additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.